Event description:
It was reported that he patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted will not be returned as the hospital did not release it.